Manufacturer narrative:
The reported event was unconfirmed because the returned device meet specification. Received 10 unopened foley catheters. Evaluation found all catheters have white substance stick on catheter surface as per reported event. Ftir examination confirm the white substance are composed of silicone coating peeling from the surface of the sample. This is a normal anomaly of the silicone coating process. This condition is not indicative of uneven or poor coating on the catheter. This is a cosmetic condition that meets the manufacturing acceptance criteria for post coated catheters. No root cause could be identify since complaint are unconfirmed. The product had not caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer experienced problems with the foley catheters in hospital on (B)(6) 2023, with a product supplied. The complaint was that the film layer detached from catheter. Per follow-up information received from ibc on 09oct2023, stated that according to users, the complaint was noted before using the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer experienced problems with the foley catheters in hospital on (B)(6) 2023, with a product supplied. The complaint was that the film layer detached from catheter. Per follow-up information received from ibc on 09oct2023, stated that according to users, the complaint was noted before using the catheter.